Event description:
Metal tooth on extractor broke off during use, which made it difficult to use the instrument properly which in turn added to theatre time. The surgery was delayed approximately 15-20 minutes due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.